Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Per the end user, the abd erroneously went off at the end of the case. The team attempted to put it back on with a new set-up after the case, but the tubing wouldn't fit in it and that is when it was noticed that a section was broke.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), part of the air bubble detector (abd) sensor broke off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.